Event description:
It was reported that the patient felt "heartburn that took my breath away" and the clinician is questioning if the fast ventricular tachycardia (fvt) episode that was detected at the time of the "heartburn" is related to a sensing issue or is it related to the noise the MRI that was performed a day earlier. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.